Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that the receiver was overheating on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.